Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that while the patient was watching television, he noticed that the infusion set had detached from the tubing connector while sleeping. The site location was patient's abdomen and the pump was on the left side in relation to the site. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the bathroom and had a little of humidity. There was no stress of pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 320 mg/dl. No further information available.